Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The field service engineer (fse) confirmed that the unit beeps every 20 - 60 seconds when plugged into ac power. There was no patient involvement.